Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose reading over 700 mg/dl which was treated with IV insulin. The customer had received a new insulin pump and mixed up all of the setting. The caller was asking for assistance for programming the device properly. The basal rates, bolus wizard, fixed prime, date, and time. The customer stated that they thought the device was not working so they stopped it at home and was off the insulin pump since (B)(6) 2014, prior to hospitalization. The customer was not wearing the device at the time of the hospitalization. The last record in the history of the device was from (B)(6) 2014. The customer took a few shots of insulin, but she was not getting enough insulin because the settings were all wrong for the basal and bolus. Troubleshooting was not performed because the caller stated that the battery of the device was very low. Nothing further was reported.